Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hypoglycemia after making two closely timed meal announcements around dinner, with the lowest blood glucose recorded at 51 mg/dl and device alerts for low and urgent low received. Symptoms included hypoglycemia without loss of consciousness or other acute effects. Outcomes included self-management with oral glucose and stabilization without medical intervention or assistance. Investigation included troubleshooting and education on meal announcement practices, including guidance that carbohydrate amounts under 15 g do not require announcements and that at least 30 minutes should separate announcements. Investigation of this case revealed user technique contributing to hypoglycemia, as back-to-back announcements likely led to excess insulin delivery relative to intake. It was concluded, based on previously established findings for similar reports, that the cause was user technique related to meal announcement timing and quantity.